Event description:
Attorney alleges plaintiff has breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation, burning sensation in breast, nipple discharge, inability to breastfeed, arm/neck pain, anxiety, stress, pain and suffering.